Event description:
The procedure was the atrial flutter ablation. The patient received a skin burn on her abdomen where the valley lab grounding pad was placed during pulmonary vein ablation. The grounding pad was flat and well adhered to the patient during the entire procedure. The stockert 70 system showed the total rf time was 158:03 min: seconds at 45 watts for an ablation procedure. Upon request, additional information was provided on the event. It was clarified that it was second degree burn. Silvadene cream was placed on the patient. The patient did not require any extended hospitalization. The burn was not medically treated differently than routine clinical practice. The patient did not necessitate medical or surgical intervention to preclude permanent, non-trivial damage to a body structure. The patient is not going to require further treatment. The event was not life threatening. The patient fully recovered. The prognosis for the patient was satisfactory. The causality of the adverse event is that it was possibly device related and possibly procedure related. The patient return electrode used was the single valley lab/serial # (B)(4). The patient¿s updated health status was that she was discharged. The duration per ablation was unknown.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was not reproducible. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.